Event description:
Max zero IV extension set was used as a connector from an IV to a continuous heparin gtt. This pigtail extension set split in half while in use overnight and the patient woke up with blood all over his bed. His hemoglobin dropped over 2 points.